Event description:
It was reported that the patient heard a lead integrity alert (lia) alarm. It was also reported that the right ventricular (rv) lead had noise, oversensing, had an impedance alert and high and varying impedance. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(4) 2012 21:00:12. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 21:00:11. Daily pace impedance trend data shows an increase for ventricular pace bi impedance = 380 to 2622 ohms peak between (B)(4) 2012 and (B)(4) 2012. Sensing - oversensing 13 - ventricular nst<=210 ms between (B)(4) 2012 08:58:22 and (B)(4) 2012 14:20:06. Sensing - interference/noise. Ventricular short interval count v-sic=151.8 counts avg/day, in 7.12 days, between (B)(4) 2012 14:11:08 and (B)(4) 2012 17:02:53.